Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator system (crt-d) delivered inappropriate therapy. The device delivered four bursts of anti-tachycardia pacing (atp) and three shocks. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the event and identified undersensing of atrial fibrillation (af) by the right atrial lead, which caused the inappropriate therapy delivery. Ts suggested decreasing the right atrial sensitivity and performing additional tests to check for noise. This system remains in service. No additional adverse patient effects were reported.